Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the perforator failed to disengage during the 1st burr-hole, causing dura mater injury and brain contusion. The dura mater injury was treated with sutures. The physician commented: ¿he might not make the device be vertical against bone. And he continued to add force to the device even when it close to the finish perforating point¿. The perforator was used to treat a cerebellar hemorrhage.

Event description:
N/a.

Manufacturer narrative:
Device identifier#: (B)(4). The perforator was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The perforator was returned for evaluation. Failure analysis - the perforator unit was inspected using the unaided eye. A worn "eto" label and slight organic matter were present. The "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release, and the unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis.